Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he came home with a high blood glucose level of 500 mg/dl. The insulin pump shut off for a while. The customer went through four to five batteries and the insulin pump kept alarming failed battery test. The device was not returned.